Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received regarding a patient who was initially receiving gablofen (lot ds0092a, 500 mcg/ml at 348.6 mcg/day) via an implanted pump but the drug had been changed to lioresal (lot ds0080, 2000 mcg/ml at 348.6 mcg/day). The indication for use was noted as intractable spasticity and spinal cord injury/spinal cord disease. The healthcare professional (hcp) reported that on (B)(6) 2015 while updating the pump and programming a bridge bolus they did not have completed telemetry and received a pump memory error (pme) on the programmer. The hcp re-interrogated the pump, and the pump was stopped for 3 min. The issue was resolved with reprogramming. No patient symptoms were reported. Further follow up was conducted to determine the serial number of the physician programmer involved in the event and the cause of the incomplete telemetry. If additional information is received a follow up report will be sent.